Event description:
Boston scientific crm received information that one day post implant, it was noted this right ventricular lead was dislodged. A revision procedure was performed. This lead was removed and replaced. No return of product is intended. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.